Manufacturer narrative:
It was claimed that the unit needed diagnostic. In further evaluation it has been clarified that the unit generated technical error 51 (te51) and had leakage issues. Identification of issue has been done by analyzing problem description and quotation. Based on technician statement, the customer received quotation for service of the device. The technician pointed following parts that should be purchased to perform the service: panel including backlight inverter printed circuit board (pcb), cable, o2 gas module and inspiratory pipe. The customer did not respond to the quotation. The service has not been carried out. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event e.g. Malfunctioning gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating an on/off switch error and had an leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).